Manufacturer narrative:
H3: one cadd legacy plus pump was received for evaluation. There was no evidence of the reported issue in the event history log. Three separate delivery accuracy tests were performed and the reported issue was able to be duplicated. At least one of three delivery accuracy tests performed was outside of the published +/-6% specification. It was recommend that the pump's expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical pump was under infusing. There was no patient present and no reported adverse events.